Event description:
It was reported that pump battery seemed to deplete quickly and required more frequent charging. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed device data and found average daily battery use was about 15 percent, and case was closed after customer declined further follow-up.